Event description:
It was reported that during a laparoscopic assisted vaginal hysterectomy procedure, the staple formation was poor. The staples were rectangular rather than "b" formed. The staple line was cauterized. There was no siginificant delay to the procedure and there was no pt consequence.